Manufacturer narrative:
D2b pro code: itx.

Event description:
It was reported that the catheter was incorrectly recognized. An avvigo plus system and opticross 35 were selected for intravascular ultrasound examination (ivus) of the target lesion. During the procedure, when connecting the opticross 35 to the avvigo plus system, the avvigo plus will misrecognize the catheter as an ultra ice catheter. The physician also noted that the image quality was poor. New catheters would be connected however this still would not reliably fix the issue. They were eventually able to use the same system to complete ivus. There were no patient complications.